Event description:
It was reported that the event involved a female pt while in the cath lab during an emergency case. The md inserted the prepped intra-aortic balloon (iab) per IFU (instructions for use) through the teflon sheath via right femoral artery. The driveline tubing was connected to the iab and inserted into the pump. The clinical technician pushed the start button on the pump and after purging, the pump alarmed and gave a message on the screen "helium loss." The md and scrub nurse noted blood entering into the driveline tubing at the connection site. As a result, the iab and sheath were removed as one unit. A new iab was prepped per IFU and inserted through the teflon sheath via the left femoral artery with success. There was no medical/surgical intervention needed. There was a 15 min delay or interruption while they had to remove the one iab with no harm to the pt. No report of death, complications or injury to the pt was noted. The pt outcome is the pt is recovering well. According to the clinical technician this was a emergency case and the insertion was traumatic.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.